Event description:
The affiliate reported that during the surgery, the perforator could not stop. This caused brain contusions and a dura injury. It was noted that the product had been reprocessed. The affiliate has confirmed that the device was reprocessed 11 times and reused on other patients after sterilization before each use.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer has confirmed that the perforator was reprocessed 11 times and reused on other patients after sterilization. The codman insert for this device indicates that ¿any re-sterilization of this device can cause malfunction resulting in serious patient injury or death.¿ under warnings, #10, it states, ¿the codman disposable perforator is to be used for one procedure only. Re-sterilization by any method could cause a malfunction that could result in patient injury or death. Do not use if perforator has been re-sterilized by any means.¿ a visual evaluation shows evidence of misuse or excessive use., (i.e., drill body (pn 260-1220-01) tangs¿ outer diameter surfaces are damaged; nicked and dulled cutting edges, deformed and burnished distal end surfaces with sharp raised edges. Also observed on each tang were scored surfaces (shallow cuts into the surface). The inner drill has similar damage. Based on the results of this investigation no further action is required. Trends will be monitored for similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.